Event description:
It was reported that: (B)(6). Estimated shock imped > 200 ohms. Triad. >200 overall in triad rv to ra >200 rv to can 148 ra to can 159 trend shows 55 ohms at implant 1.5 years ago. (B)(6) 2020. 56 ohms the day after implant 10/2020 111 ohms. Late (B)(6) 130 ohms (B)(6) 2021 136 ohms. Apr 112 ohms. Nothing above 140 ohms n the dailies until > 200 ohms. No shocks have been given. Being seen at (B)(6) office. (B)(6)is the rep for this account. Caller facility : null. Additional information from event record (B)(6) & source system ID (B)(6). Rep called with (B)(6) in clinic and discovered shock lead impedance >200 ohms patient is not on nxt. 0185 dual coil lead. Only available data is from today's clinic eval. Vector breakdown showed all three contributing legs had significantly elevated impedance measurements. Last follow up was about a year and a half ago. Historically sli had been mid50s. (B)(6). Pt has not received therapy. Shock lead impedance trending upward over time. Ts: discussed lead calcification build up on both coils, no sudden jumps observed in nxt. Consider max energy synchronized shock. Discussed difference between higher value daily measurement sli and actual therapeutic shock-delivered value. If sli exceeds 145 ohms with delivered shock, the energy is truncated and resulting shock is monophasic. (B)(6) is the sales rep for this account. Logged on behalf of (B)(6). According to additional information the patient presented to the hospital after an episode of ventricular fibrillation (vf). During the episode, two electric shocks were delivered by this implantable cardioverter defibrillator (ICD) system. The first shock did not convert the rhythm, but the second did. Upon interrogation, a code 1005 was found for a shock into an open circuit. Ts recommended defibrillation threshold (dft) test to ensure shock efficacy. No adverse patient effects were reported outside of the patient condition. Currently, this device remains in service. According to additional information, this device was explanted for an elective therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that: (B)(6). D121 214726. Estimated shock imped > 200 ohms. Triad. >200 overall in triad rv to ra >200 rv to can 148 ra to can 159 trend shows 55 ohms at implant 1.5 years ago. (B)(6) 2020. 56 ohms the day after implant (B)(6) 2020 111 ohms. Late oct 130 ohms mar 2021 136 ohms. Apr 112 ohms. Nothing above 140 ohms n the dailies until > 200 ohms. No shocks have been given. Being seen at (B)(6). (B)(6) is the rep for this account. Caller facility : null new attachment(s) : no. Additional information from event record (B)(4) & source system ID (B)(4). Rep called with d121 214726 in clinic and discovered shock lead impedance >200 ohms patient is not on nxt. 0185 dual coil lead. Only available data is from today's clinic eval. Vector breakdown showed all three contributing legs had significantly elevated impedance measurements. Last follow up was about a year and a half ago. Historically sli had been mid50s. (B)(6) 2020 111/110/120. End of (B)(6) 2020 115/130/108/113. Pt has not received therapy. Shock lead impedance trending upward over time. Ts: discussed lead calcification build up on both coils, no sudden jumps observed in nxt. Consider max energy synchronized shock. Discussed difference between higher value daily measurement sli and actual therapeutic shock-delivered value. If sli exceeds 145 ohms with delivered shock, the energy is truncated and resulting shock is monophasic. (B)(6) is the sales rep for this account. Logged on behalf of (B)(6). According to additional information the patient presented to the hospital after an episode of ventricular fibrillation (vf). During the episode, two electric shocks were delivered by this implantable cardioverter defibrillator (ICD) system. The first shock did not convert the rhythm, but the second did. Upon interrogation, a code 1005 was found for a shock into an open circuit. Ts recommended defibrillation threshold (dft) test to ensure shock efficacy. No adverse patient effects were reported outside of the patient condition. Currently, this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shocking impedance measurements which were now greater than 200 ohms. Vector breakdown showed all three contributing legs had significantly elevated impedance measurements. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. No adverse patient effects were reported.